Event description:
I started using fixodent about 20 years ago. I have had tingling and numbness. I just thought it was due to age. In 2008, I was diagnosed with copper deficiency and high zinc. I was also diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. I have to have pt every week and see a neurologist every 3 months. Dose: denture cream. Frequency: 4 x daily or more. Route: oral. Diagnosis: dentures adhesive cream. Event abated after use stopped: no.